Event description:
The customer reported the unit has error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported there was no patient involvement.